Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the pa cemaker could not be interrogated and would not pace when hooked up to the leads.